Event description:
The manufacturer's rep reported that the device was removed due to methicillin resistant staph aureus infection. No additional information was provided at the time of this report. A follow-up report will be sent if additional information becomes available to us.